Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm during a bolus. The blood glucose reading was 358 mg/dl. Customer was unable to troubleshoot for this issue was resolved and customer had changed out the infusion set. Nothing further was reported.